Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, the repair technician found dust inside the pump air tubing, cause not identified. Corrosion inside the pump air tubing, cause traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, dust inside the pump air tubing cause not established and corrosion inside the pump air tubing cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.